Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.

Event description:
According to user facility, the parapac 200d was in use in a pt for anaesthesia and ventilation when the output and inlet connectors of the ventilator started leaking. An alternate source of ventilation was used on the patient. No adverse effects to patient reported.